Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2234309 was reported; however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the tip was damaged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: 3x 24g insyte-w non-safety cannula. Faulty, sheath at needle tip is damaged. One of the clinicians has reported a concern regarding the 24g insyte-w non-safety cannula. She has reported that x3 of the cannulas appeared faulty upon opening the packet. She noted that the sheath at the tip of the needle was damaged.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the tip was damaged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: 3x 24g insyte-w non-safety cannula. Faulty, sheath at needle tip is damaged. One of the clinicians has reported a concern regarding the 24g insyte-w non-safety cannula. She has reported that x3 of the cannulas appeared faulty upon opening the packet. She noted that the sheath at the tip of the needle was damaged.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.